Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter passed all testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
The lay user / compared his verio meter to his one touch ultra meter. The patient obtained a 169mg/dl and 242 mg/dl on his verio meter an compared the readings to his one touch ultra of 94mg/dl and 210mg/dl. The patient denied seeking any medical attention or contacting his physician for assistance. The product was replaced. The complaint is being reported since the readings are greater than 30 mg/dl (1.7 mmol/l) or 30%